Manufacturer narrative:
Citation: okugi s et al. Leaflet and coronary stent thrombosis after transcatheter aortic valve implantation treated by aortic valve replacement. Eur heart j cardiovasc imaging. 2020 mar 1;21(3):347. Doi: 10.1093/ehjci/jez264. Online publish-ahead-of-print 12 october 2019. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature case report regarding an (B)(6)-year-old female patient with severe aortic stenosis and significant native aortic valve leaflet calcification who underwent transcatheter aortic valve implantation with a 29 mm medtronic evolut r (serial number not provided). Following the procedure, aortography and transesophageal echocardiography showed good valve position and mild paravalvular leak. Subsequently, it was reported that the right coronary artery was not contrasted, and electrocardiogram changes noted a decrease in the patient¿s blood pressure. Percutaneous coronary intervention (pci) was successfully performed for the right coronary artery. At an unknown time after pci, computed tomography revealed evolut r leaflet thrombosis and coronary stent thrombosis. Surgical aortic valve replacement was performed. During the surgery, the evolut r and the coronary stent were both explanted. Per the physician/author, insufficient expansion of the valve frame due to excessive calcification of the native valve leaflets and the presence of a coronary stent may have contributed to thrombus formation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5 - additional information received from the physician/author provided the evolut r serial number ((B)(6) ) and reported that the patient¿s left ventricular outflow tract had a large amount of calcification at thetricuspid valve and continuous calcification from the left coronary cusp (lcc). During the valve implant procedure, the first deployment attempt was noted to be deep (10 mm on the lcc) and the valve was recaptured. During the second attempt, as the valve was two-thirds deployed, it was positioned 5 mm on the non-coronary cusp (ncc) and 6 mm on the lcc. Mild-moderate paravalvular leak (pvl) was noted, but good coronary flow was observed in right coronary artery (rca) and left coronary artery (lca), and conduction was normal sinus rhythm. Due to the risk of anulus rupture for the patient's age and extensive native annulus calcification, the physician/author decided the position was the final implant depth and the valve was deployed. Afterward, a post-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon. Imaging showed the pvl was slightly reduced after the bav but was still reported to be mild-moderate. In addition, complete atrioventricular block was observed, and the rca flow had a slight delay, but it appeared to be due to the flow of the contrast medium, and the procedure was concluded. Following the procedure, the anesthetist noted a decrease in the patient¿s blood pressure and attempted to pressurize, but pressure did not recover. Subsequently, central venous pressure elevated and imaging was performed. It was suspected that the access route may have been damaged, but angiography of the aortic arch to the iliac artery region revealed no injury. Imaging performed at the ascending aorta detected no blood flow at the rca and an occlusion was diagnosed. The pci was performed immediately afterward. Following reperfusion of the rca, the patient¿s right ventricle became active, blood pressure gradually recovered, and conduction returned to normal sinus rhythm. No additional adverse patient effects or product performance issues were reported. D4 - model #, catalog #, expiration date, serial #, and unique identifier (UDI) # fields updated. H4 - device mfg date field updated. H6 - patient code added. A review of the medtronic global complaint handling database with the provided device identifier serial number ((B)(6) ) identified one duplicate record. See MFR report numbers: 2025587-2019-01648 2025587-2019-01648 (follow up number: 001) 2025587-2019-01648 (follow up number: 002). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.